Event description:
Sales rep reported the probe is causing a dark line or blurring in the ultrasound image. Sales rep visited the facility and confirmed it was a probe issue.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe is causing a dark line or blurring in the ultrasound image was confirmed. The scanner has several dark vertical lines in the image. The root cause of the reported issue is an internal failure on the probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was discarded due to being irreparable. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device not returned.

Event description:
Sales rep reported the probe is causing a dark line or blurring in the ultrasound image. Sales rep visited the facility and confirmed it was a probe issue.